Event description:
It was reported that this inflatable penile prosthesis exhibited a loss of fluid in the reservoir. A surgical procedure was performed to remove the device. There were no patient complications reported.